Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing was not able to confirm or reproduce the sf180 error message but found the internal battery had degraded. Review of the device data logs found a single occurrence of the sf180 error message and revealed a total power failure event. Based on all available evidence and complaint investigations of a similar nature, the reported system fault 180 error message was due to an isolated component failure within the internal battery assembly. The battery assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. The device was not in use when the fault occurred; therefore, there was no patient involvement.